Manufacturer narrative:
Update to h6, h7, and h9. After further investigation, it has been determined that the investigation involved an analysis of production records and that the device was not returned. A manufacturing process problem was identified and the cause has been traced to a manufacturing deficiency related to recall r-26-025. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that the syringe "doesn't tighten to seal and come off at tightening point." As a result, the facility stated that other syringes were used from their own stock. The customer did not report any incidents of patient injury related to the reported issue.

Manufacturer narrative:
It was reported that the syringe "doesn't tighten to seal and come off at tightening point." As a result, the facility stated that other syringes were used from their own stock. The customer did not report any incidents of patient injury related to the reported issue. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. Due to the reported problem/issue, and in an abundance of caution, an adverse event report will be filed. If additional information becomes available this report will be reopened and reevaluated.